Event description:
It was reported by the user facility that a hemodialysis pt with 2 minutes remaining of treatment became bradycardic and then coded. The hemodialysis rn returned the pt's blood and capped the pt's central venous catheter. A request for additional pt event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the reported event. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. A batch record review will be completed to determine the manufacturing process. This is one of 9 MDR's submitted to document this reported event. Please ref the following MDR numbers: 8030665-2013-00186, 1713757-2013-00417, 1713747-2013-99943, 3005162618-2013-00027, 3005162618-2013-00028.